Manufacturer narrative:
Additional information rec'd (B)(4) 2012: catalog/lot number, expiration date; date implanted.

Manufacturer narrative:
During the investigation of this incident, it was discovered to be a duplicate. This device has previously been reported on medical device report #1043534-2012-001040.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. Additional information has been requested. This report will be updated when the investigation is complete. This is the same event as 10435342012-01063.

Event description:
Allegedly revised due to neck fracture.